Event description:
The patient's attorney reported the following information: (1) the homecare provider replaced the patient's lox reservoir with the 50r70 on 12/13/99. (2) the patient filled a portable from the 50r70 and a low cloud formed on the floor of the room. (3) the patient later began to regain sensation in the feet and discovered severe burns. (4) pt was transported to the hospital. (5) the patient received 2nd degree burns to 4 toes on the right foot. Pt has received 14 weeks of treatment and is close to a full recovery. The homecare provider's insurance carrier reported the patient received burns to the feet when liquid oxygen spilled during the fill process.